Event description:
During product evaluation by a baxter service technician, a colleague infusion pump experienced the failure code 703:00 occuring on channel c during channel a emergency open test. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty user interface module (uim). To correct the condition, the uim was replaced and tested per procedure. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available